Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through dchu, (B)(6). Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 20 syringe 1.0ml 27ga 5/8in had missing label information. The following information was provided by the initial reporter :   the consumer reported that the expiration date of the syringes was needed.   Date of event : (B)(6) 2021.

Event description:
It was reported that 20 syringe 1.0ml 27ga 5/8in had missing label information. The following information was provided by the initial reporter :   the consumer reported that the expiration date of the syringes was needed.   Date of event : (B)(6) 2021.

Manufacturer narrative:
Investigation summary: customer returned an image of a shipping carton for 1ml syringes. However, the image does not provide enough information to determine if lot number are missing from the polybags or other labels. Due to the batch being unknown, no DHR review can be completed. Based on the image received, bd was unable to confirm the customer¿s indicated failure of the expiration date missing from labeling. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed.